Event description:
It was reported that while the patient was having a seizure and was unconscious, the electrocardiogram did not show the device pacing nor detecting and delivering therapy, when the physician thought this should have occurred. It was also noted that the patient has been on dialysis. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There were no anomalies found.